Event description:
It was reported that the ilet displayed an ¿alert 69 ¿ algorithm data parity check,¿ consistent with a device malfunction alarm, after which the user restarted the device and the alert resolved without recurrence. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included continued therapy without medical intervention or hospitalization. Investigation included customer service troubleshooting and education, including a guided device restart. Investigation of this case revealed that the alarm cleared with a restart and that the device continued to function, consistent with an intermittent algorithm data parity fault without ongoing hardware or software failure. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, transient device malfunction resolved by restart. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.